Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2008. (B)(4). Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the battery longevity was less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.